Event description:
The surgeon reported that the insert would not fit onto the baseplate properly. The surgeon modified the insert with a scalpel blade and implanted it. There was no adverse consequence for the pt or delay in surgery or anesthesia time.